Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the error, displacement and self tests. No unexpected alarms were noted. However, an alarm was found multiple times in the alarm history, which was due to a corrupted history file. The pump also had minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart the day of the call. The customer explained that he had issues with the device and his doctor took him off of it two months ago. The customer stated that before the insulin pump was stored away, he was getting unexpected restart alarms and there were repeats alerts. Blood glucose was 212 mg/dl. The alarm history showed unexpected restart and displayable history check failed on startup alarms. Customer did not program a temporary basal before the alarm. The insulin pump was stored for an extended period of time. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.